Event description:
It was reported that during a routine follow-up, the right ventricular lead capture thresholds had increased dramatically since implant. The variations in capture threshold from 2 v to 5 v suggest an unstable lead. An x-ray was scheduled to access the lead position and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.